Event description:
Caller states that the information printed on her vial of strips rubbed off. She states that she had kept the vial in her makeup case. She states the only legible information is the use by date. Requested return of suspect product and replacement was sent.